Event description:
Hillrom received a report from a hillrom technician stating the foot caster was not holding. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
The hillrom technician found the foot caster needed to be replaced. Per the hillrom service manual, it is necessary for the envella® air fluidized therapy system to have an effective maintenance program. We recommend that you do annual preventive maintenance (pm). Pm can help make sure of a long, operative life for the unit. Check that the brakes and steering operate correctly. Check that the casters are in good condition; they do not have cuts, are not worn, and have a good amount of tread. Repair or replace the part as applicable. A search of the hillrom maintenance records showed hillrom performed preventative maintenance on this bed in apr 18, 2022. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the foot caster to resolve the reported event. Based on this information, no further action is required.